Event description:
A foreign distributor reported that a patient who was recently implanted (B)(6) 2013 had high impedance detected upon a follow-up visit on (B)(6) 2013 on multiple system diagnostic tests. The device was still not turned on as of (B)(6) 2013. The patient had surgery on (B)(6) 2013 in which the surgeon took out the generator and lead from the body and visually checked whether the lead pin was secured in the generator header. The lead pin appeared fully inserted into the header, per the surgeon. Next, he tried to check whether the setscrew was properly tightened in the generator header to secure the lead pin; however, this was found to be loose. He then tightened the setscrew and verified two clicks were heard. Diagnostics were then within normal limits. He then again re-inserted the lead connector pin into the generator header, re-tightened the setscrew, verified two clicks were header, and two diagnostic tests resulted in results within normal limits. Lead impedance was 2813 ohms and 2680 ohms. The surgeon therefore believes the setscrew was not properly tightened at the time of initial implant. Manufacturing labeling indicates to verify the setscrew is tightened securely for proper connection between the lead pin and generator header.

Manufacturer narrative:
Review of manufacturing history records performed. Review of generator manufacturing history records confirmed that all quality tests were passed prior to distribution.